Event description:
Two endeavor sprint rx drug eluting stents were deployed in the proximal and mid lad during the index procedure. The procedure resulted in 0% stenosis and ivus confirmed complete apposition of the stents to the vessel wall. Approximately six months post index procedure bleeding in the intestinum rectum due to a hemorrhagic rectal ulcer was observed. The investigator reports that there is no causal relationship with the product, zotarolimus or procedure. No treatment was provided and the patient was discharged as the condition was confirmed to be in remission. Reference MFR report numbers 9612164201100833 and 9612164201100834.

Manufacturer narrative:
(B)(4): evaluation, results: (based on the information provided no root cause can be determined), (hemorrhage).